Event description:
It was reported that a cadd® cadd-prizm® vip system had error code 20201. The issue was discovered during testing. No patient involvement.

Event description:
Update from customer. No patient involvement.

Manufacturer narrative:
Additional information received. Event date updated. One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in fair condition but, missing the back label and some damage. Customer's complaint was verified. The event log shows contained no relevant information. The pump displayed error code 10040 and 20201 when the 9 volt battery was inserted. The microprocessor board will be replaced in service. Use testing was performed. The problem source is defective component caused by the customer.